Event description:
Customer states: "3 babies with issues of air in the bladder."

Manufacturer narrative:
Three unopened balloon catheters and two used balloon catheters were received. Both used balloons were inflated with the recommended water volume, 1.5ml, noting no leaks of any kind. The balloons remained inflated for 3 days without difficulty. The customer was contacted for additional information concerning the patients and the difficulty experienced. The customer indicated the first patient dx: cdh, pre-ECMO. Bladder catheter placed in nicu to facilitate urine drainage. Air appeared 24-48 hours following placement. Air was believed to be a communication between bladder and bowel but was ruled out following infant undergoing additional testing including multiple bedside radiological studies, multiple bowel follow through with subsequent radiographic studies, us of abdomen, additional consultations. Infant had many periods of instability during this time. Balloon was intact on removal. The second patient dx: cdh, pre-ECMO. Bladder catheter placed in nicu to facilitate urine drainage. Air appeared 24-48 hours following placement. Additional radiographic studies done. Balloon catheter intact on removal. The third patient dx: bowel obstruction. Bladder catheter placed in the or during bowel surgery. Air appeared 24-48 hours following placement. The customer has been contacted for additional info, however, the customer is not willing to provide additional info. Cook sales rep has been in contact with the facility in an attempt to gain additional info as well. As additional information becomes available, it will be forwarded.